Manufacturer narrative:
Product ID 3093-33, lot# va04aa7, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had an unrelated CT scan on (B)(6) 2015. During the scan he experienced a momentary shock in his lower back. He also had a gradual return of symptoms two days after the scan, but did feel stimulation. His indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. The patient was to adjust stimulation within the current program as needed and consider switching to a different program. If it was determined that he exhausted his current programs, he would follow-up with his urologist and technician. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information via the patient reported that the decreasing stimulation seemed to resolve the shocking sensation. The patient did not experience any symptom return with lower stimulation. The patient had not seen a health care provider (hcp) about the issue and did not plan to.